Event description:
Customer reported malfunction alarm displaying code malf 9. Customer's blood glucose level was unaffected, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump by providing necessary information, and the malfunction did not recur after the reset. The customer can continue using the pump and was advised to contact support again if the issue reappears.